Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. A cold reset was performed error alarm. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. The customer stated alarm has been recurring for almost a year after every battery change. Customer has experienced multiple alarms after battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.